Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms had occurred for the last 2 days. The customer's blood glucose (bg) level was impacted reported 400 mg/dl on 2/26 and 210 mg/dl on 2/27. The customer took correction boluses via the pump to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue and the customer had changed out supplies, troubleshooting or a system check to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
Brand name, common device name.